Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review. Product code: 03.804.701s. Lot number : 82336834. Release to warehouse date: 28 .apr. 2025. Manufacturing site: confluent medical. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a percutaneous vertebroplasty(t12) for vertebral fracture on (B)(6) 2025. After deflation of the contrast medium, the surgeon attempted to remove the balloon, but it got caught on the sleeve and could not be removed. The surgeon took measures but the balloon could not be removed, so they had to remove the sleeve and start inserting again from the trocar. After expanding the balloon, the surgeon was in the process of mixing the cement, but as the balloon could not be removed, the cement hardened during recovery, making the cement and other items unusable. Due to the problem of the balloon not being able to be removed, the cement, cement needle and syringe kit could not be used, so the surgeon had to add extra of these. The surgery was completed successfully within 30mins of delay. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.